Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer was experiencing high blood glucose. The customer stated their last three to four infusion sets were giving them high blood glucose. Customer's blood glucose was between 300 mg/dl to 400 mg/dl at the time of the issue. The customer also reported a no delivery alarm occurred the previous night. The customer's blood glucose at the time of the alarm was 100 mg/dl. Customer declined to troubleshoot for their no delivery alarm. No additional information provided.